Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-15191. Please see medwatch report # 3004209178-2015-55219.

Event description:
The customer reported via phone call that he had high blood glucose between 400 and 500 mg/dl on (B)(6) 2015 during training. The customer declined troubleshooting for high blood glucose and stated that he had not been hospitalized. He stated that he waited until his blood glucose was lowered to the 300 mg/dl range before he attempted to reinsert his sensor. He stated that he had previously had an x-ray taken, and he confirmed that he had disconnected the device and put it in a safe area. He reported that last fall, he had been admitted to the intensive care unit due to pancreatitis, which caused unstable blood glucose. He advised that he had not been using the insulin pump at that time. He stated that he had been recommended to use insulin pump therapy after he had been hospitalized for the second occurrence of diabetic ketoacidosis. He advised that his blood glucose average was in the 200 mg/dl range since starting insulin pump therapy. He requested sensor and reservoir replacements.